Event description:
The customer reported that the sys had a loss of live images and the monitors were black. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and regreased during the svc call. The sys was tested and found to be working as intended and put back into svc.